Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information becomes available or the instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si hysterectomy procedure, while using the maryland bipolar forceps instrument, the tip broke off and fell into the patient. The fragment was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported. (B)(4).